Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. The allegation could not be confirmed. The distal end of the proximal spring electrode is separated from the lead body insulation-mechanical adhesive (ma) is noted and the blood/body fluid noted in the helix housing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold and micro-dislodgement. This lead was explanted and a new lead was successfully replaced thereafter. The lead is out-of service. No adverse patient effects were reported.